Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Visual inspection of the returned device found the external threads of the device were slightly worn. There was light discoloration along the shaft and head of the device. The reduction tabs were broken from the screw head however this consistent with normal use of the device. The screw heads internal threads were completely broken from the screw head, no fragments were returned. The inner core of the screw head had shear marks from the broken internal threads. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined, it is possible the threads were damaged due to unintended forces during either implantation or explantation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Event description:
A female patient, born (B)(6), was treated today ((B)(6) 2019) with the expedium verse adavanced set (orthokit, see screenshot of reservation) at l3-l4. When the correction cap was inserted, it was tilted in the long head of the expedium verse advanced screw so much that the long thread of two screws was defective and a total of 6 correction caps were defective. At the final tightening with torque of the inner adjusting screw in one situation the inner adjusting screw was so defective that it broke. Surgical delay about 1 hour, procedure was completed with modular end caps after they changed two screws.